Manufacturer narrative:
H.6. Investigation summary: investigation inv-20-plc-186 was completed on 2020-07-08. It concerned a high rate of positive results when using the bd sars-cov-2 assay. According to the customer, the positive results had a low level of fluorescence (below 250) and high CT (above 30) for the n2 target, and fluorescence curves were irregular and looked like background noise. It consisted in verification of the complaints history, customer data, as well as manufacturing records of the bd max¿ exk¿ tna-3 kit lot 0091427 and bd sars-cov-2 reagents kit lot 0112228. Moreover, retain material from the bd max¿ exk¿ tna-3 kit lot 0091427 and bd sars-cov-2 reagents kit lot 0112228 were tested. The complaints history showed no other complaint on the bd max¿ exk¿ tna-3 lot 0091427 nor on the bd sars-cov-2 reagents kit lot 0112228. In the last twelve months, 21 other complaints were received with the bd max¿ exk¿ tna-3, and 28 other with the bd sars cov-2 reagents, concerning a similar issue (false positive or discrepant result), with various potential causes including lod of partner or alternative method, contamination, component- urs tips and instrument. Manufacturing and qc data showed that the bd max¿ exk¿ tna-3 lot 0091427, as well as bd sars-cov-2 lot 0112228, were within specifications, met the qc criteria for release and use, and within the trends for the last twelve months. Moreover, retain material testing from the bd max¿ exk¿ tna-3 kit lot 0091427 and bd sars-cov-2 reagents kit lot 0112228 (combination used by the customer) gave expected negative results. The reagents still perform as expected and were not suspected of being involved in the customer issue. One run was provided for the analysis. Run 2857 had one positive result and the analysis showed a true positive sample. Indeed, a positive result was obtained for both the n1 and n2 targets, with CT values of 28,2 and 28,4 respectively, and ep values of 2386 and 3337, respectively, both above the ep dynamic threshold values necessary to be called positive by the algorithm. Analysis of the curves in raw raw revealed no anomaly and confirmed that the sample was a true positive. No anomaly was observed in in CT values and level of fluorescence, contrary to what was mentioned by the customer. Overall, the results obtained showed that the positive result obtained on run 2857 was a true bd sars cov-2 positive sample. The reagents were not suspected of being involved in the customer issue. The root cause for the discrepant result was not identified. The bd max sars-cov-2 reagents kit is not suspected of being the cause. There is no complaint trend for discrepant result for the bd max sars-cov-2 reagents kit lot 0112228. No corrective and preventive action (CAPA) was initiated at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. The false results were not reported to the clinicians.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. The false results were not reported to the clinicians.